Manufacturer narrative:
(B)(4). Medications: warfarin, dexamethasone, omeprazole, atorvastatin, oxybutynin, losartan, vitamin b, vitamin d, co-dydramol, eye drops, nifedipine, and bendroflumethiazide.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include aneurysm growth and endoleak.

Event description:
On (B)(6) 2014, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. A left and right common iliac aneurysms were also treated. Aneurysm enlargement was reported, from 76mm to 83mm (7mm of growth). On (B)(6) 2014, a proximal type I endoleak was identified by CT.it was reported that on (B)(6) 2014, an additional aortic endograft was implanted. The physician also chose to re-balloon the proximal neck and use aptus endovascular staples to correct the endoleak. The endoleak was resolved and the patient tolerated the procedure.